Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction. The product was not returned as it remains in the anatomy. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 a 3.0x33mm xience prime stent was implanted in the proximal left anterior descending coronary artery (lad). On (B)(6) 2015 the patient experienced chest tightness and was hospitalized on (B)(6) 2015. Cardiac enzymes were elevated. Re-vascularization was performed with additional stenting in the proximal lad within 5mm of the target lesion. The patient was discharged on (B)(6) 2015. No additional information was provided.